Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 9mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. During the procedure the device came out of the sheath in cobra shape; device was removed from the patient prior to release from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. A 10mm amplatzer septal occluder was used to finish the procedure. The patient was reported to be in stable condition.

Event description:
It was reported that a 9mm amplatzer septal occluder was selected for an implant on (B)(6) 2022 using a amplatzer trevisio intravascular delivery system. During the procedure the device came out of the sheath in cobra shape; device was removed from the patient prior to release from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. A 10mm amplatzer septal occluder was used to finish the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity was reported. Two images were received from the field and they appeared to show an occluder being deployed from a loader outside of the patient in a cobra shaped conformation however, the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, but may be do to deploying the occluder with a larger than indicated delivery system. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the amplatzer septal occluder instructions for use, artmt600034451 revision c, table 1: the recommended size delivery system for a 9mm amplatzer septal occluder is 6f.